Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to the monitor's electrode belt receptacle having a bent guide pin. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.